Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reportable malfunction was due to external force such as strong rubbing on the part in normal use including reprocessing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to correct section h6.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation confirmed there were tear marks inside the instrument channel and failed the leak test; no fluid invasion. Additionally, the adhesive near the distal end forceps cover was peeled off and missing. The bending section cover adhesive was chipping between the bending section and distal end cover. Switch button (1) is cut. The elevator channel plug is loose and the ultrasound image has multiple broken elements. The device was repaired to specifications and returned to the customer. A review of the scope's repair history shows the scope was previously repaired on (B)(6) 2019 due to a failed leak test from damaged bending section cover and adhesive. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing the user facility reported, "scrapes noted during boroscope in working channel" of the evis exera ii ultrasound gastro-videoscope. There was no report of of patient injury, harm or involvement.